Event description:
Reporter alleged discrepant blood glucose result on customer's meter. Customer stated blood glucose measured 169 mg/dl at 9:09 am, 411 mg/dl at 9:11 am, and 127 mg/dl at 9:13 am. No actions were taken or treatment reportedly received as a result of the comparison. Customer stated being hospitalized several weeks prior to the comparison due to high results in the 350 - 400's mg/dl and a condition not related to diabetes. Customer indicated she was treated with insulin, a glucose IV for a low glucose incident, and other condition. No other actions were taken or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.